Manufacturer narrative:
Device evaluation of belt is being investigated by engineering. The reported problem (service code 2184) was confirmed. The electrode belt was unable to be corrected automatically. This error results from a problem with either the scp or the electrode belt causing the system to enter a critical state. The cause for failure is still underway at engineering. Reporting out of caution. The root cause for the service code 2184 is still under investigation. Device evaluation of monitor is being investigated by engineering. The reported problem (service code 2184) was neither confirmed or not confirmed at this time. This error results from a problem with either the scp or the monitor causing the system to enter a critical state. The cause for failure is still underway at engineering. Reporting out of caution. The root cause for the service code 2184 is still under investigation.

Event description:
A us distributor returned a monitor and electrode belt and reported they were displaying a service code.

Event description:
A us distributor returned a belt and reported a service code 2184.

Manufacturer narrative:
Device evaluation of belt is being investigated by engineering. The reported problem (service code 2184) was confirmed. The electrode belt was unable to be corrected automatically. This error results from a problem with either the scp or the electrode belt causing the system to enter a critical state. The cause for failure is still underway at engineering. Reporting out of caution. The root cause for the service code 2184 is still under investigation. Device evaluation of monitor is being investigated by engineering. The reported problem (service code 2184) was neither confirmed or not confirmed at this time. This error results from a problem with either the scp or the monitor causing the system to enter a critical state. The cause for failure is still underway at engineering. Reporting out of caution. The root cause for the service code 2184 is still under investigation. Device evaluation of belt has been completed. The reported problem (service code 2184) was confirmed. This error results from a problem with either the scp or the electrode belt causing the system to enter a critical state. The cause for the failure was the trunk cable had in intermittent wire in the trunk cable. The root cause for the service code 2184 was a intermittent wire in the trunk cable. There was no adverse event that resulted from the damaged belt.